Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The pt's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. No further info was provided.

Manufacturer narrative:
The insulin pump passed the self test, prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm was noted. No cosmetic damage was noted.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.